Event description:
This senior medical affairs specialist reviewed the information obtained by the customer care advocate, cca. The patient's meter reportedly powered off during use beginning at 8:00 a.m. In late 2008, the day of the call. Unable to obtain a result, the patient reportedly look his usual dose of insulin in the morning (amount and type not provided). A few hours later, the patient began drinking more water, urinating frequently, and felt weak, symptoms he feels when his blood glucose is elevated. The patient ate less because his appetite is "not good" when his blood glucose is elevated. The patient did not seek medical attention or have an extra battery to troubleshoot. Reportedly, the meter functioned the day before in the morning when he had a blood glucose of "223" mg/dl. The complaint is MDR reportable due to the alleged symptoms that can be associated with a serious injury. The product was replaced.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.